Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has not been returned for evaluation, therefore, the investigation is inconclusive for missing component as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0602830 implanted port allegedly experienced missing component. This information was received from one source. This malfunction did not involve a patient as there was no patient contact. The patient's age, weight and gender were not provided.

Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation, therefore, the investigation is pending for the sample evaluation. The device is labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0602830 implanted port allegedly experienced missing component. This information was received from one source. This malfunction did not involve a patient as there was no patient contact. The patient's age, weight and gender were not provided.

Manufacturer narrative:
H10: as the lot number for the devices was provided, a lot history review was performed. The sample was returned to the manufacturer for inspection/evaluation. Therefore, the investigation is inconclusive for the reported component missing issue. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0602830 implanted port allegedly experienced missing component. This information was received from one source. This malfunction did not involve a patient as there was no patient contact. The patient's age, weight and gender were not provided.